Event description:
It was reported that during implantation, the physician had difficulty retracting and tightening the setscrew. The device was implanted without further issues and remains active. The patient condition is fine.

Manufacturer narrative:
(B)(4).